Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in the clinic for the follow up. Upon interrogation, the right ventricular lead exhibited loss of ventricular capture. Echocardiogram was performed and it was confirmed that lead has perforated. The lead was explanted and a new lead was implanted successfully. The patient was stable throughout the whole procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.